Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number: 0011872141 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 8 inches from the tip. Visual inspection of the handle area was performed. No anomalies were identified. The handle has no cosmetic issue and side tube is connected properly to the handle. Visual inspection of the dilator was performed. No anomalies were identified. The shaft, tip, and the length are according to specifications. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.055 psig (should be lower or equal to 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.0059 psig (should be lower or equal to 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was below pressure (should be lower or equal to 0.2 psig). The performance test was failed. Dissection and pressure testing of the returned device revealed a leakage at the hemostasis valve; the valve disk was suspected to be torn. In conclusion, the reported puncture occurred during the procedure, and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Additionally, the sheath failed the return product inspection due to a leak at the hemostasis valve and a kink/twist observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when introducing the sheath into the groin, the sheath did not advance and made a loop in the groin area. The sheath was retracted and inserted again, but the same issue occurred. After several attempts, an artery was punctured. The case was aborted while the patient was under general anesthesia. The puncture was treated. No further patient complications have been reported as a result of this event.